Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would result in the needle mechanism deploying early. A root cause for the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flowed through the complete fluid path without issue. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle deployed early indicating a needle mechanism failure.